Event description:
Briefly, this patient is an adult female with a history of cardiomyopathy and recent implant of crt-d. The patient had noted right atrial (ra) lead dislodgement few days following the recent implant. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for lead revision. Her atrial lead was repositioned to more lateral position, which demonstrated more stable appearance and better sensing. In the process, her lv lead was dislodged and a new lv lead had to be placed. The lv lead had an insulation break and therefore, was abandoned. A new lead of similar type was placed in the anterior lateral branch. There was no negative outcome to the patient; she recovered from the procedure and was discharged home the following day.

Event description:
Briefly, this patient is an adult female with a history of cardiomyopathy and recent implant of crt-d. The patient had noted right atrial (ra) lead dislodgement few days following the recent implant. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for lead revision. Her atrial lead was repositioned to more lateral position, which demonstrated more stable appearance and better sensing. In the process, her lv lead was dislodged and a new lv lead had to be placed. The lv lead had an insulation break and therefore, was abandoned. A new lead of similar type was placed in the anterior lateral branch. There was no negative outcome to the patient; she recovered from the procedure and was discharged home the following day.